Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be properly dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. Customer's blood glucose level was 132 mg/dl. Reportedly, the customer performed a cartridge change to address the issue.